Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the mesh - ventralex (device #3). Additional supplemental emdrs were submitted to represent the bard flat mesh (device #1) and bard mesh - composix e/x (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2002 ¿ patient was diagnosed with abdominal incisional hernia thereby underwent open repair with the implant of bard flat mesh (device #1). Per op notes, ¿the hernia in midline and lower sternotomy incision was noted. The bard flat mesh (device #1) was placed on the defect and secured using sutures circumferentially.¿ (B)(6) 2003 ¿ patient was diagnosed with recurrent incisional hernia and umbilical hernia thereby underwent laparoscopic repair with the implant of composix e/x mesh (device #2) and ventralex patch (device #3). Per op notes, ¿recurrent hernia was just inferior to the xiphoid process which had some incarcerated omentum. A piece of composix e/x mesh (device #2) was placed within abdomen and tacked. The ventralex patch (device #3) was placed through the umbilical defect and secured using sutures.¿ (B)(6) 2010 ¿ patient was diagnosed with recurrent and incarcerated incisional hernia at epigastrium thereby underwent laparoscopic repair with the partial removal of meshes (device #1, 2). Per op notes, ¿the adhesions around umbilicus and epigastrium were taken down. The liver was also adhered to the previous mesh (device #3) and was freed from the mesh. Both the meshes (device #1, #2) were retracted and pulled away at inferior portion of recurrent hernia. Part of the old mesh (device #1, #2) were excised and removed. A synthetic mesh was placed intraabdominally to cover the defect and sutured.¿ (B)(6) 2011 ¿ patient underwent laparoscopic terminal ileum and right colon resection and cyst excision. (B)(6) 2011 ¿ patient was diagnosed with right lower quadrant incarcerated incisional hernia thereby underwent laparoscopic repair with implant of synthetic mesh. (B)(6) 2012 ¿ patient was diagnosed with recurrent right flank hernia thereby underwent open repair with the implant of ventrio patch (device #4). Per op notes, ¿the synthetic mesh was peeled off from anterior abdominal wall, which was adherent to omentum. A ventrio patch (device #4) was placed to cover the entire defect and secured using tackers.¿